Manufacturer narrative:
The investigation was completed. Optical sensor issue: clinical report missing left ventricle placement signals. The logs show placement signal not reliable alarms and the 5s parameters are of the pattern identified as an oscillating contrast issue. This issue has been characterized as a console-related issue. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
In section g (manufacturing site name), the abiomed europe gmbh site address and required site information were inadvertently omitted from the initial report.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed as care escalation from a impella cp pump. The 5.5 was supporting while awaiting a transplant. While on support it was reported that there placement signal and lv signal not displayed, beside this pump worked properly. The patient remained on support and there was no patient harm.